Manufacturer narrative:
It was reported that the operon b810 table allegedly does not stay up and moves down slowly. A stryker field service technician (sfst) visually inspected the table as well as ran the table through a mechanical evaluation. The sfst was able to reproduce the complaint. When stryker can perform further evaluation on the table, a supplemental will be filed to include the investigation results. The was no patient involvement, injury or adverse consequence reported.

Event description:
It was reported that the operon b810 table allegedly does not stay up and moves down slowly. The was no patient involvement, injury or adverse consequence reported.